Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 9 years and 10 months. Per the op report, this patient presented with pectus excavatum and prosthetic aortic valve stenosis and was found to be acceptable for a valve-in-valve transcatheter aortic valve as she was not an operative candidate due to her pectus excavatum. A 26 mm edwards sapien valve was deployed through the left ventricular apex and functioned well. There was no paravalvular regurgitation and minimal gradient after removal of the lv apical sheath.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.